Event description:
It was reported that (1) eps03 device was used during a laparoscopic anterior procedure. It was reported by the rep that in performing a laparoscopic anterior spine, the eps03 was used for electrocautery and suction/irrigation. The tip of the eps03 was dislodged and the tip fell off. It was retrieved with a needle holder. Another device was pulled to complete the case. There was no consequence to the pt.